Manufacturer narrative:
Device evaluation: one smiths medical cadd duodopa pump was returned for analysis. During analysis, the customer's reported problem regarding the display not showing anything was confirmed. The pump alarmed continuously, after installing the batteries. In addition, during investigation liquid residues were found on the mainboard, the remote dose and the ac adapter connector and all over the pump. It would be uneconomical to repair the pump. The pump will be scrapped. Based on the evidence, the complaint was confirmed, and the problem source was noted to be user interface.

Event description:
Information was received indicating that a patient using a smiths cadd duodopa pumps was hospitalized due to being akinetic. It was also reported that the pump malfunctioned by producing an alarm and a black screen. The patient is temporarily getting oral medication until the pump is exchanged.